Manufacturer narrative:
Carefusion complaint number (B)(4). In the event that a sample is received for investigation or that more information becomes available a follow-up report will be submitted. (B)(4). Part has not been received for evaluation.

Event description:
The customer claims this blender only puts out 21% output regardless of the setting, customer claims this blender is never been overhauled. Technical support informed the customer that most likely this blender needs to be overhauled. There is no allegation of patient impact.